Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received notes that after program changes were made at the patients previous visit, nsln and t-wave oversensing were seen at a recent follow-up visit. Further reprogramming changes were recommended.

Event description:
It was reported that an asymptomatic patient presented to the clinic for a follow-up with a device that was post-paced t-wave oversensing on the ventricular lead. The patient did not receive therapy. The oversensingwas noted on a stored egm. Programming changes were recommended. The device remains implanted.